Event description:
Patient states that he tried for 45 minutes this morning to connect a battery to port #1, and had much difficulty doing so. Controller assessed upon patient arrival-pin broken in half and bent. Patient cannot remember prior difficulty with connections or damage to controller. Controller changed- con 410347 taken out of service and replaced with con 410502. Ac adapter sn (B)(4) provided to patient today as well. Patient tolerated controller change with no complaints. Controller will be sent back to medtronic for warranty replacement. FDA safety report ID # (B)(4).